Event description:
It was reported that the needle disconnected from safety shield and partial amount of medicine did not get injected into patient. This resulted the needle being stuck in the skin while the syringe was detached from the safety shield. The nurse was able to pull the needle out. The patient required no medical intervention as a result of the event.

Manufacturer narrative:
No product sample has been provided, and the investigation could not confirm whether a quality related issue has resulted in the customer reported problem. The reported problem could not be verified and/or confirmed with confidence; therefore, no further action will be conducted at this time. Complaint information will continue to be monitored for any new information or adverse trends and take further actions accordingly.